Event description:
It was reported that upon interrogation the battery data would not display. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.